Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries was achieved with four prostyle devices using the pre-close technique via a 6f sheath prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, after two sutures were preplaced at each access site, the sheath was upsized to 22f for each site and the pevar procedure was completed. Each suture was cinched down and the knots tightened to the vessel walls. After tightening, access site bleeding could not be controlled at both sites. As the guide wires had been removed, closure was achieved with surgical cut down and manual suturing at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. An additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries was achieved with four prostyle devices using the pre-close technique via a 6f sheath prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, after two sutures were preplaced at each access site, the sheath was upsized to 22f for each site and the pevar procedure was completed. Each suture was cinched down and the knots tightened to the vessel walls. After tightening, access site bleeding could not be controlled at both sites. As the guide wires had been removed, closure was achieved with surgical cut down and manual suturing at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. An additional device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that bilateral suture placement in the calcified right and left common femoral arteries was achieved with four prostyle devices using the pre-close technique via a 6f sheath prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, after two sutures were preplaced at each access site, the sheath was upsized to 22f for each site and the pevar procedure was completed. It should be noted that the prostyle instructions for use (IFU), states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, upsizing of the procedure sheath to 22f may have contributed to the failure to achieve hemostasis; however, cannot be conclusively determined. A conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.